Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain,chronic') and menorrhagia ('menorrhagia') in a 22-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plantiff did nor undergo essure confirmation test". The patient's medical history included hand rash on (B)(6) 2017, back pain from (B)(6) 2017 to (B)(6) 2017, irritable bowel syndrome from (B)(6) 2017 to (B)(6) 2017 and rectal bleeding on (B)(6) 2013. Current weight 185 lbs. Concurrent conditions included respiratory tract congestion, tenosynovitis and vaginal delivery. Concomitant products included cefalexin (cephalexin) since (B)(6) 2014 and escitalopram from (B)(6) 2014 to (B)(6) 2014. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), 3 months 31 days after insertion of essure. In (B)(6) 2014, the patient experienced fatigue ("fatigue"), overweight ("overweight") and obesity ("obese"). In (B)(6) 2014, the patient experienced hot flush ("hot flashes") and alopecia ("hair loss"). On (B)(6) 2014, the patient experienced nausea ("nausea"). In (B)(6) 2014, the patient experienced vaginal infection ("vag. Infection/vaginitis/chronic vaginitis"), vaginal discharge ("vag. Discharge"), vulvovaginal mycotic infection ("yeast infections") and vulvovaginal candidiasis ("vaginal candidiasis"). In (B)(6) 2017, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain,chronic"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), metrorrhagia ("metrorhagia"), rash ("rash"), skin disorder ("skin condition"), psychological trauma ("psych injury/depression"), urinary tract infection ("uti"), bladder disorder ("bladder probs"), headache ("headaches"), migraine ("migraine"), gastrointestinal disorder ("gi conditions"), insomnia ("insomnia"), vaginal disorder ("vaginosis"), neuropathy peripheral ("neuropathy,"), irritable bowel syndrome ("irritable bowel syndrome"), anxiety ("anxiety"), stress ("stress and adjustment reaction"), groin pain ("groin pain") and flank pain ("flank pain") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (ablation and hysterectomy (full)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, back pain, dysmenorrhoea, dyspareunia, metrorrhagia, urinary tract infection, vaginal infection, vaginal discharge, bladder disorder, fatigue, hormone level abnormal, headache, migraine, nausea and weight increased had resolved and the rash, skin disorder, psychological trauma, gastrointestinal disorder, insomnia, vaginal disorder, hot flush, neuropathy peripheral, vulvovaginal mycotic infection, irritable bowel syndrome, vulvovaginal candidiasis, female sexual dysfunction, anxiety, stress, alopecia, groin pain, flank pain, overweight and obesity outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, flank pain, gastrointestinal disorder, groin pain, headache, hormone level abnormal, hot flush, insomnia, irritable bowel syndrome, menorrhagia, metrorrhagia, migraine, nausea, neuropathy peripheral, obesity, overweight, pelvic pain, psychological trauma, rash, skin disorder, stress, urinary tract infection, vaginal discharge, vaginal disorder, vaginal infection, vulvovaginal candidiasis, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: plaintiff was implanted with the essure permanent birth control device on [date] 2013 or 2014 descripensy noted in date of insertion (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.4 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2017: no abnormality to explain right-sided abdominal pain. No calcified gallstones or kidney stones or hydronephrosis. No evidence of obstruction.; on (B)(6) 2018: 1. No acute abnormality within the right upper quadrant. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jan-2020: pfs received: new events were added: vaginal candidiasis, apareunia (inability to have sexual intercourse), anxiety, stress and adjustment reaction, hair loss, groin pain, flank pain, overweight, obese. Reporter information were updated, patient history, lab data and concomitant drugs were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain,chronic') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plantiff did nor undergo essure confirmation test". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain,chronic"), back pain ("back pain"), dysmenorrhoea ("dysmennorhea"), dyspareunia ("dyspareunia"), menorrhagia ("menorrhagia"), metrorrhagia ("metrorhagia"), rash ("rash"), skin disorder ("skin condition"), psychological trauma ("psych injury"), urinary tract infection ("uti"), vaginal infection ("vag. Infection"), vaginal discharge ("vag. Discharge"), bladder disorder ("bladder probs"), fatigue ("fatigue"), headache ("headaches"), migraine ("migraine"), nausea ("nausea"), gastrointestinal disorder ("gi conditions"), insomnia ("insomnia"), vaginal disorder ("vaginosis"), hot flush ("hot flashes"), neuropathy peripheral ("neuropathy,"), vulvovaginal mycotic infection ("yeast infections") and irritable bowel syndrome ("irritable bowel syndrome") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, urinary tract infection, vaginal infection, vaginal discharge, bladder disorder, fatigue, hormone level abnormal, headache, migraine, nausea and weight increased had resolved and the rash, skin disorder, psychological trauma, gastrointestinal disorder, insomnia, vaginal disorder, hot flush, neuropathy peripheral, vulvovaginal mycotic infection and irritable bowel syndrome outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, hormone level abnormal, hot flush, insomnia, irritable bowel syndrome, menorrhagia, metrorrhagia, migraine, nausea, neuropathy peripheral, pelvic pain, psychological trauma, rash, skin disorder, urinary tract infection, vaginal discharge, vaginal disorder, vaginal infection, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: plaintiff was implanted with the essure permanent birth control device on [date] 2013 or 2014. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received: previously reported event injury was deleted and was updated to new events. Following events were added: abdominal pain, pelvic pain, back pain, dysmennorhea, dyspareunia,menorrhagia, metorhagia, rash/skin condition, psych injury, uti, vag. Infect., vag. Discharge, bladder probs, fatigue, hormonal changes, headaches, migraine, nausea, weight gain, insomnia, vaginosis, hot flashes, neuropathy, yeast infections, irritable bowel syndrome. Reporter information added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.